Manufacturer narrative:
H.6. Investigation summary: five photos of 5ml syringes were received and evaluated. Two photos appeared to be identical and 7 of the syringes were loose and one was in an unknown blister pack. Four photos displayed a total of 8 syringes with 7 having a single cracked or broken rib in similar locations extending from the middle of the plunger rod to approximately 1" below the thumb rest, which were rejectable per product specification. Potential root cause for the damaged plunger rod defect is associated with the assembly process. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No corrective actions are necessary based on the defective rate identified. Batch 9070658 is considered in compliance with our product specification requirements. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of syringes 5ml ll bns experienced a broken/damaged plunger rod which was noted prior to use. The following information was provided by the initial reporter: we have received a complaint from a customer about 3 lots of finished product containing the following lot of your syringes 301207 lot 9070658. The quantity of pieces of the three complaints is 179 pieces after selection by the customer. All pieces are broken in the same position.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringes 5ml ll bns experienced a broken/damaged plunger rod which was noted prior to use. The following information was provided by the initial reporter: we have received a complaint from a customer about 3 lots of finished product containing the following lot of your syringes 301207 lot 9070658. The quantity of pieces of the three complaints is 179 pieces after selection by the customer. All pieces are broken in the same position. Complaint 1 of 3: complaint receipt date (B)(6) 2020.